Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not charged his scs system as recommended. An sjm rep confirmed the ipg is depleted. Due to other issues with his back and knee, the patient needs an MRI. The patient is strongly considering having the system explanted. The patient is pending an appointment with his physician.